Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (right side). Litigation papers received. Corrected patient's name and added date of implant. There is no new additional information that would affect the investigation. Doi: (B)(6) 2007. Plaintiffs preliminary disclosure form was received, which identified lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Implant sticker received. There is no new information. Added taper sleeve for the previously alleged pain.